Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high impedance values. Event cause and specific impedance values were unknown. No additional adverse patient effects were reported.